Event description:
It was reported during the case the smoke evacuator did not function, the suction was clogged. There was no patient impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Follow up on the device to be returned for investigation was unsuccessful. The device was discarded after use. Therefore, no failure investigation for the root cause was performed. Review of the lot history record revealed no anomalies.